Event description:
It was reported that during stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending artery. The physician predilated the target lesion with an unknown balloon catheter. Then, the physician advanced a 28 x 3.00mm taxus liberte stent delivery system to the target lesion, however it was noted that the stent was deformed. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use related. The lesion was both severely calcified and tortuous. Heavily calcified lesions and lesions involving arterial segments with highly tortuous anatomy are contraindicated in the dfu. (B)(4).